Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the jaws of the fenestrated bipolar forceps instrument were not aligned. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the jaws were not aligned. One grip was bent, causing side to side misalignment of the grips. There was a .122 offset at the tips, indicating overloading at the tip. Electrical continuity test passed. Additional finding were scratches on the maintube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.